Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high/undefined pacing impedance, and high thresholds. A lead fracture is suspected. Physician and patient were made aware of the lead status. Patient did not want any intervention at this time. Physician and patient will discuss a plan of action. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced. No patient complications have been reported as a result of this event.